Event description:
It was reported that the implantable cardioverter defibrillator (ICD) may have reached the elective replacement indicator (eri) early. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Performance data was collected from the device and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The elective replacement indicator (eri) date was (B)(4) 2013. (B)(4).